Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 22537540.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient also had tenderness over the ipg site and a lump where the leads were anchored. X-ray was taken and showed that the leads had migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure and the explanted device components were kept by the medical facility.